Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the pt could not feel their therapy (pt typically felt paresthesia from their therapy) and did not have therapeutic relief since about a week ago. Pt said they had been in pain for about a week. Pt said their controller and ins were charged at 100% and confirmed their therapy was turned on. Pt said they felt a tiny tinge of vibration but did not have therapeutic relief. Pt denied any falls/trauma. During the call, the pt attempted to adjust therapy settings up on group b, program 1 from 2.4-3.0, but still did not feel paresthesia. The patient was redirected to their healthcare provider to further address the issue.